Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in the or for a generator change due to normal eri, externalized conductors were observed on the rv lead. The rv lead was also exhibiting noise and had low lead impedance. The physician elected to cap the distal portion of the lead and replace it. The patient was stable post-procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.